Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause of lines on main display was a faulty main display. The main display was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a display problem. This condition was found in the biomed service department, upon power up. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 6.13.90.